Manufacturer narrative:
Retained samples of the same lot have been inspected visually, electrically and thermally. Mechanical tests were performed on 2 retained samples. All tested samples were found to perform within limits. No faults were detected. The adhesive performance was also tested for 4 hours on a test person. No faults could be detected. A picture of the injury provided by the hospital shows at least two injured areas. However, it is not possible to derive size and relative position to the electrode from it. Based on the information provided to us so far, no further analysis is possible. Our distributor was neither able to get any further information about the incident from the complainant nor to arrange a visit of a company representatives there to further investigate. The facility has continued to use skintact brand dispersive electrodes without any further complaints. We therefore consider the investigation closed. Involved device not returned.

Event description:
On (B)(6), a surgical procedure (interpedicular osteotomy) was performed at hospital (B)(6). A monitoring dispersive electrode (model rsw213) and a unknown generator were used. The dispersive electrode was placed on the left thigh. According to the initial report, the patient suffered a burn on the thigh which was discovered when the dispersive electrode was taken off. No details on the treatment of the injury have been reported. No information about the patient, the patient's medical history, the patient position, how the skin was prepared, the orientation of the electrode, the generator model, the orientation of the injury relative to the dispersive electrode and how the injury was treated afterwards have been received by us despite of repeated requests.

Manufacturer narrative:
Retained samples of the same lot have been inspected visually, electrically and thermally. Mechanical tests were performed on 2 retained samples. All tested samples were found to perform within limits. No faults were detected. The adhesive performance was also tested for 7 hours on a test person. No faults could be detected. A picture of the injury provided by the hospital shows at least two injured areas. However, it is not possible to derive size and relative position to the electrode from it. Based on the information provided to us so far, no further analysis is possible. We will continue to request further information and will relay any further conclusions in a follow up report.

Event description:
On (B)(6), a surgical procedure (intrapedicular osteotomy) was performed at hospital (B)(6). A monitoring dispersive electrode (model rsw213) and an unknown generator were used. The dispersive electrode was placed on the left thigh. According to the initial report, the patient suffered a burn on the thigh which was discovered when the dispersive electrode was taken off. No details on the treatment of the injury have been reported. No information about the patient, the patient's medical history or position, how the skin was prepared, the orientation of the electrode, the generator model, orientation of the injury relative to the dispersive electrode and how the injury was treated afterwards have been received by us despite repeated requests. Particular unit is 21 years old and does not have a plate attachment monitor (pam) to accommodate the use of split plates. The use of split plates would have prevented the burn from occuring. (...) At the request of the customer, the machine was labelled 'do not use' and was taken out of service."